Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2010. The product associated with this report has not been returned as the access port and band was not explanted. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the tubing piece for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, to port or the connector tubing." Device labeling addresses the following concerns to perform an adjustment: "prior to doing an adjustment to decrease the stoma, review the patient's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the patient has been compliant with nutritional guidelines, the patient may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction."

Event description:
Surgeon reported the event as: "tubing leaking on radiological examination, patient taken back to surgery and a piece of tubing removed that appears to have significant wear to the tubing potentially causing fluid to leak from the site." The treatment was a reoperation to revise the tubing. The band and access port remain implanted. The tubing piece will be returned.